Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.

Event description:
It was reported that post implant a realize band, CT scan for excruciating pain to my rlq showed the tubing from the realize band was at the cecum. The band remains implanted. Surgery date not yet scheduled.